Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had moved and was protruding on the surface of the skin. The skin was still intact. During a procedure yellow fluid came from the pocket area. There was concern there may have been an infection. The device was removed and was replaced by another icm. No further patient complications have been reported as a result of this event.